Event description:
A customer contacted beckman coulter inc. (Bci) stating that the grey colored hydrocanister lid of the unicel dxc 800 synchron chemistry analyzer cracked. No injury was reported.

Manufacturer narrative:
After follow up with ew microbiology department, it was recommended that we cannot handle this device due to the nature of the infection. This type infection is present in the environment. Evaluation summary: extensive vegetation is detected onto the leaflets. The vegetation filled the orifice of the valve and led to stenosis. The vegetation may be due to infection. Minimal host tissue is detected at the tissue outflow. It encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm. No other inconsistencies detected or in the x-ray. Fungal endocarditic is indicated as patient diagnosis in the discharge summary. On 07/30/2010, device to be sent to (B)(4) for histology testing.

Event description:
Reportedly, the device was explanted after an implant duration of 23.77 months due to possible early structural degeneration. Per the customer experience report, "pt had mvr for ischemic mr on (B) (6)2008; a male gentleman, (B) (6), in sinus rhythm with anticoagulation stopped after 3 months, was doing satisfactorily until one week prior to surgery (B) (6). He started complaining of breathlessness. Breathlessness was progressive and later he was breathless even at rest. It was thought to be early structural degeneration." Procedure was a routine mvr. The device was described as "organized thrombus in the orifice and on leaflets" when removed.

Manufacturer narrative:
This valve was reportedly explanted after approximately 2 years of due to "possible early structural degeneration". Visual observation of the valve indicates that the reason for the explantation of the valve was the presence of a large thrombotic mass, not structural degeneration. Histological examination revealed massive thrombotic material predominantly on the leaflet surface. Large quantities of fungi were observed in all the thrombotic material. Infiltration of fungi into the bioprosthetic leaflet tissue was also noted. The features of the fungi are consistent with "sacopularipsis brevicaulis" as reported by the surgeon. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. On 07/01/2010 requested copies of medication history, medical history, echo and operative report, if available. No response to date. Device is to be returned for evaluation and possible histology. No additional information regarding the event has been received. Device not returned.